Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported through medwatch mw5079169 "knee gives away and I fall, swelling and pain."